Event description:
Reporter alleged blood glucose results of 855 mg/dl and 926 mg/dl were reported by the advantage system. Results above 600 mg/dl are outside the reportable range of the device and the device should display "hi" for these results. The reporter stated that, the customer had no symptoms and did not treat or act on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.